Event description:
Have had numerous false blood glucose measurements from the freestyle libre 3 sensor. This has happened multiple times, with several replacements. I place these in the appropriate spots on my arms. I find that the finger stick (also abbott) is 30-40% off. This has happened on multiple sensors. Both devices are abbott.